Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 8000 c702 module. On initial testing of the sample, there was no numeric result, but the customer received a "sampling error". The customer repeated the sample, and the result was 23 mg/dl. The clinician was surprised at the result and requested repeat testing. The customer recentrifuged and aliquoted the sample and then repeated testing on another cobas c702 analyzer. The result was 153 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 89596701 with an expiration date of 31-oct-2026. The qc recovery was acceptable. Therefore, there was no indication of a performance issue with the reagent. There were multiple abnormal aspiration alarms noted in the analyzer alarm trace on the date of the event, near the time that the sample was processed. The field service engineer found there was poor sample quality. He found there was a bad reaction cell, which was replaced. He also replaced sample probe b. He ran precision testing that was within specification. The investigation determined that the service actions resolved the issue.